Event description:
Information received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician replaced the hi/low up and down solenoid valves, and the head hi/low cylinder to repair the bed.